Event description:
Patient reported that she experienced elevated blood glucose (444 mg/dl) yesterday. Patient unsuccessfully attempted to correct blood glucose by bolusing and changing the device's piston rod, adapter, and insulin cartridge. Patient then switched to back-up device, and blood glucose corrected within hours. No errors were generated by original device. No treatment was received.